Event description:
A male pt's wife called lifecor customer support to report that his battery pack shows the "battery needs service" light when inserted into the charger. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device eval of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack not powering up was due to a blown fuse. The battery pack was repaired, retested and restocked. The root cause of the blown fuse cannot be positively identified but was likely random component failure. No adverse event resulted from the damaged battery pack. The pt received a replacement battery pack.